Event description:
It was reported that the lesion was in the distal circumflex with mild tortuosity, mild calcification and 100% stenosis. After a guide wire crossed the lesion, intra-vascular ultra sound (ivus) was performed and a 3.0 x 32 mm non-abbott stent was implanted. Blood flow was noted to be decreased distal to the implanted non-abbott stent, therefore the 2.5 x 23 mm xience v stent was advanced. However the xience became caught with the proximal edge of the deployed non-abbott stent, and the stent implant of the xience became dislodged. The dislodged stent was retrieved using a snare device. A promus stent of the same size was implanted successfully to treat the lesion. No adverse patient sequela were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found that only the stent implant was returned, confirming the reported dislodgement. There was blood on the struts consistent with the stent delivery system (sds) advanced into the patient anatomy. The stent implant was returned with stretched distal struts, smashed middle struts and mangled proximal struts. There was a small piece of what appeared to be the snare device used during the procedure. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the mildly calcified lesion and previously implanted stent contributed to the reported failure to advance. Additionally, an interaction with the previously implanted stent may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interactions would have then led to the stent dislodgement as there was no damage noted to the stent or sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for stent dislodgement for this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.